Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received and it was reported that the patient tried to move/pull a heavy chair and their hands slipped off and flew backwards, so they landed on their back and hit their head on the floor. They did exercises when they felt up to it and they still did them. They had an x-ray, but they had not heard about it yet. The patient wondered it a fall could tear out the line going up their back. They stated they should have called certified nursing assistant to move the chair. No further complications were reported or anticipated. [***refer to (B)(4) for information related to broken belt***]

Manufacturer narrative:
Event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that the patient was not getting relief, she was not getting the result she should be getting, and she would like to change the setting. In addition, the patient mentioned she had a fall between (B)(6) 2019. There were no further complications or anticipations reported with this event. (Refer to (B)(4) for information related to broken belt).